Event description:
It was reported that during the implant procedure of implantable pacing lead (ipl) a kinked lead pin noticed when trying to deploy the tip. Pinch on tool did not rotate very well and noted pin not in-line with lead. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.